Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly the patient underwent a prophecy infinity surgery. Sometime post-op it was discovered the patient will need to undergo a revision surgery.